Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient saw the health care professional (hcp) once a month about their medications. The patient mentioned another surgery in (B)(6) and the health care professional (hcp) wanted the patient to start using stimulation again. The patient stated that the implantable neurostimulator (ins) had been implanted for low back pain that they had since (B)(6) 1993. Prior to the surgery in (B)(6) 2016, the patient had been using stimulation every day for 24 hours a day. The surgery had been on their low back and was done for hip pain described as ¿in the socket.¿ the patient could not walk and nothing would touch the pain. This was clarified to mean that neither the pain medication nor the stimulator resolved the patient¿s hip pain. The patient clarified that stimulation was not set up to help with the hip pain at this time. The patient then stated that they have it to go down their left leg because it had always given them problems but it did not specifically help that part of the leg or the pain in the socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.